Event description:
It was reported that the patient fell and "damaged" her pump. A study was performed but "did not show anything". The patient experienced a lot of pain. The patient reported that the "boluses were getting through, but the regular dose was not". The dosage was increased up to 900 mcg/day. The patient was taken to surgery, where the pump was moved to a different position and turned down to 400 mcg/day. The patient then began to hallucinate and became agitated. The patient reported that there were other symptoms, but did not specify. The patient was hospitalized for 8 days. A follow-up report will be sent if additional information becomes available to us.

Manufacturer narrative:
.